Event description:
Allegedly revised due to pain and abnormal metal ion levels. During the revision surgery, mild corrosion was found on the prosthesis.

Manufacturer narrative:
Updating original surgery date to (B)(6) 2004.

Manufacturer narrative:
Investigation is not complete. This report will be updated when the investigation is complete.